Manufacturer narrative:
Exemption "e2013025". Original reporting time frame (B)(6) 2016 through (B)(6) 2016.

Manufacturer narrative:
Exemption "e2013025". Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025" original reporting time frame november 1, 2016 through december 31, 2016. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption "e2013025". Original reporting time frame november 1, 2016 through december 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
January 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code otp is 81. Qty 41- avaulta plus biosynthetic support system qty 13- avaulta plus biosynthetic support system- anterior, sterile qty 4- avaulta plus biosynthetic support system- posterior, sterile qty 14- avaulta solo biosynthetic support system- anterior, sterile qty 8- avaulta solo biosynthetic support system- posterior, sterile qty 1- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
January 2017 bimonthly asr report

Manufacturer narrative:
Exemption "e2013025" original reporting time frame november 1, 2016 through december 31, 2016. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption "e2013025" original reporting time frame november 1, 2016 through december 31, 2016. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption "e2013025" original reporting time frame november 1, 2016 through december 31, 2016. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.